Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/2/2025. Data was further reviewed. The alert/notification settings issue was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to establish a connection. Dexcom has reached out to tandem for tandem's investigation. Dexcom has yet to receive tandem's investigative report. Once obtained tandem's investigative report a follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, prior to 3:00 pm, the patient¿s son and daughter did not receive low glucose alerts for their mother. The patient is unable to recall whether she received an alert or what her estimated glucose value (egv) was at that time. Both children reported that they were receiving egv readings through their follow apps but did not receive any low alerts. The reporter could not provide the exact readings from his follow app and noted that he lives a few houses away from the patient. The reporter was informed by a neighbor that an ambulance was at the patient¿s residence. Upon arrival, emergency medical services (ems) were administering intravenous glucose to treat hypoglycemic shock. The patient was able to call for an ambulance and may have fallen afterward, as she reported neck and head pain. The family confirmed that the continuous glucose monitor (cgm) was functioning prior to the patient experiencing headache and dizziness. The patient stated she could not recall whether she received an alert or what her phone displayed at that time. When the cgm was checked, the son reported a reading of approximately 40 mg/dl or lower. He also noted that the patient¿s low glucose alert threshold was set at 70 mg/dl. The patient declined transport to the hospital. Ems stabilized her and remained on-site until her condition improved before leaving. No additional details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.